Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2006; 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported a hematoma occurred in the device pocket following device replacement procedure. No signs of infection were reported. The implantable cardioverter defibrillator (ICD) pocket was reported to be oozing blood which was manually expressed. The patient was treated prophylactically with antibiotics and the device remained in use. The patient is reported to have presented to the clinic four weeks later with complaints of opening at the incision site with discharge. Four weeks later the ICD system and envelope were explanted and replaced due to possible infection and it was noted that the hematoma had resulted in wound dehiscence. Wound cultures taken during explant procedure showed no indication of an infection. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) study.